Event description:
The customer reported no image during set up / Inspection for use (during set up in room / before patient in room) involving an Olympus BRONCHOVIDEOSCOPE. There was no patient injury reported.

Manufacturer narrative:
E1 - Initial Reporter Establishment Name: (b)(6) Hospital.E1 - Address 1: (b)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.